Event description:
The custom manufactured taper adapter was longer than the model due. The pt required a second surgery when the implant was remanufactured. First surgery date: 2000. Second surgery date: 2000 (2 weeks later).